Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficult catheter insertion over the guidewire is confirmed and was determined to be use-related. One 18 ga powerglide pro was returned for evaluation. An initial visual observation of the returned powerglide pro showed some use residues throughout the device. The catheter and safety mechanism were not advanced upon the return of the device. It was observed that the distal, coiled region of the guidewire was elongated and unraveled. A microscopic observation of the guidewire of the powerglide pro revealed the distal weld tip of the guidewire to be missing from the device. The distal end of the guidewire was observed to have elongated and unraveled coils along the coil wire. The fracture surface of the coil wire was observed to be granular along one side of the break site and shiny along the other half of the break site. One side of the break site of the coil wire appeared raised with a sharp fracture edge. The fracture surface of the core wire of the guidewire appeared granular. The break in the core wire was observed to have a slight bend at an angle along one side of the device. The characteristics of the break site of the returned powerglide pro guidewire were observed to be consistent with the guidewire being pulled against resistance. Resistance may be experienced during insertion due to insertion site characteristics such as insertion angle, type of tissue the device is being inserted into, or other unknown clinical factors. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer, during the insertion of a midline, an incident occurred with the metal guide of the powerglide. When the guide was fitted, the patient complained of pain, and the ultrasound guide showed that the device was in the vein, but it was impossible to fit the catheter to the guide. As a result, the decision was made to remove the entire device, but the guide did not fit and the metal spiral of the guide stretched, but the tip remained stuck in the deep tissue. We therefore had to pull hard to free it, which was painful for the patient. Impact on venous capital due to vein damage.